Manufacturer narrative:
B5/h2): correction: this event is no longer reportable per physician assessment completed on 13apr2023. G3): review of event was completed on 10apr2023. H3): the tightrail guardian was returned for evaluation. Visual inspection found a slight bend in the shaft, approximately 2 inches from the distal tip. There was no major damage to the device, nor any design, process, or use related failure identified. H6): based on the physician''s assessment, this is not considered an intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Certain h6 codes submitted on the initial MDR are no longer applicable and updated with: heic code 2199 replaces 4641 and 4621, investigation findings code 3221 replaces 3233, and investigation code 67 replaces 11. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
This event is no longer reportable for the tightrail guardian device causing or contributing to an adverse event requiring intervention. After further review and physician assessment, it was determined that snaring is a standard adjunctive technique in lead extraction procedures, not considered additional intervention.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to malfunction. A left ventricular (lv) lead was present in the patient as well but was not targeted for extraction. Spectranetics lead locking devices (llds) were inserted into both leads to provide traction; however neither lld reached the distal tip of the leads, but were adequate to provide traction. The physician began by using a spectranetics 11f tightrail guardian motorized dilator sheath and while attempting to extract the ra lead, the device inadvertently cut the ra lead, and the lld pulled out of the lead (MDR #1721279-2023-00047). Attempt was then made to extract the rv lead using a 13f tightrail guardian when the device inadvertently cut the rv lead, and the lld pulled out of the lead. The physician then moved to the femoral vein where an abbott agilis introducer and a bioptome catheter were used to successfully retrieve both leads. The procedure was completed with no reported patient harm. This event captures the 13f tightrail guardian which inadvertently cut the rv lead, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's weight unk. The evaluation and investigation is ongoing, therefore conclusion not yet available. A supplemental MDR will be submitted upon completion. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.